Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving intrathecal lioresal 2,000.0 mcg/ml at 465.3 mcg/day. The indication for use was not reported. It was reported that from (B)(6) 2018, an area of hypertrophic scar began to appear above the pump¿s subcutaneous pocket and was gradually expanding/increasing over time. On (B)(6) 2018, wound cleaning and dressing took place (non-surgical). On (B)(6) 2018, dehiscence of the wound occurred over the pump¿s subcutaneous pocket. On (B)(6) 2018, revision of the pump¿s subcutaneous pocket (pump pocket enlargement, necrectomy, plastic surgery of a skin graft/cover) took place. It was also reported that pump migration occurred. The pump was repositioned (non-surgical) on (B)(6) 2018. On (B)(6) 2018 due to dystonic spasms, the pump migrated through the abdominal skin cover, causing rupture and dehiscence of the skin. The lower anterior corner/edge of the pump exited/perforated the skin. Dry necrosis and re-dehiscence above the pump¿s subcutaneous pocket occurred. Actions/interventions included ¿hygiene of the skin above the pump¿. On (B)(6) 2019, the entire system was explanted/not replaced and disposed of according to biohazard instructions. It was noted the event resulted in in-patient hospitalization, an urgent care visit, and an unscheduled clinic or office visit. The event was unresolved at time of study exit/death/study closure. Other medications being used at the time of the event included meduna. No further cause was noted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was clarified that the skin necrosis and rupture occurred prior to the pump migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the patient was (B)(6) years old as of (B)(6) 2018. The event resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.